Event description:
It was reported that the user failed to successfully announce a meal and subsequently experienced a post-meal blood glucose peak of 269 mg/dl. A subsequent blood glucose nadir of 63mg/dl followed after correction insulin was delivered by the device to stabilize the elevated blood glucose peak. Customer care provided support that included user education and troubleshooting focused on proper meal announcement technique, and using the slide-to-deliver action. Investigation of this case revealed user error related to a missed or incomplete meal announcement, which likely contributed to postprandial hyperglycemia followed by hypoglycemia as insulin delivery and glucose dynamics evolved. Symptoms included a headache during the hypoglycemic event. Outcomes included hypoglycemic recover to in-range glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error due to improper operation.